Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., h.6.

Event description:
Healthcare professional reported left side rupture and "exchange of textured implants". Biopsy of capsule determined a final diagnosis of "capsular fibrosis," baker grade iii and "foreign body type chronic granulomatous inflammation." The device has been explanted.

Event description:
Healthcare professional reported left side rupture and "exchange of textured implants". Biopsy of capsule determined a final diagnosis of "capsular fibrosis," baker grade unknown and "foreign body type chronic granulomatous inflammation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices, one seems to be intact and the other broken, it is not confirmed that it is complete, you cannot see the lot number or the side on which they were explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture baker grade unknown and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown and granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "exchange of textured implants". Device remains implanted.